Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was leakage in the bd angiocath¿ plus catheter tip.

Manufacturer narrative:
Investigation summary: two photos were returned for investigation. The nonconformance cannot be confirmed based on the returned photos. The nonconformance cannot be confirmed as no actual sample was returned for investigation. Device history record review of the past 12 months was performed. There was no related quality notification reported. Root cause cannot be determined. Complaint will be re-opened for investigation if a sample is received.

Event description:
It was reported that there was leakage in the bd angiocath¿ plus catheter tip.